Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the #6 2-pole cable and cable-70 in the x-arm in the reported problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.